Event description:
It was reported that the pt came to the hospital with acute myocardial infarction (ami) and cardiogenic shock. The pt was diagnosed with 100% stenosis in the proximal left ascending diagonal (lad), 100% stenosis in proximal right coronary artery (rca), 90% stenosis in the obtuse marginal (om) and 90% stenosis in the distal circumflex (cx). An intra-aortic balloon pump (iabp) was inserted, and percutaneous coronary intervention was performed in the lad. Predilatation was performed and a promus stent was implanted, followed by post dilatation. The pt was sent to the critical care unit, where there was a decrease in blood pressure (60 mm hg). A total occlusion (thrombosis) of the promus stent was noted and thrombectomy and plain old balloon angioplasty (poba) was performed, timi flow 3 was confirmed and add'l poba was performed. The thrombosis in the stent still remained and poba was performed reportedly. Percutaneous cardiopulmonary support was inserted and the pt was sent for bypass surgery. Even after the surgery took place, hemodynamic status could not be restored and on (B)(6) 2010, the pt expired. No add'l info was provided. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis, hypotension, and death are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the promus IFU states that use of the promus stent delivery system is contraindicated for pts who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami. In this instance, the pt came to the hospital with an ami.